Manufacturer narrative:
On (B)(6) 2015, field service engineer (fse) visited the customer and replaced the sv204-2 way solenoid valve for the drain plumbing circuit. He leveled the unit so that the fluid wouldn't run around the drain port into the overflow port. Also, the fse checked for obstructions in drain line and the analyzer's operation. He identified no occlusions or leaks into drain line. The next day, he performed a follow up call to the customer who reported that instrument was performing as intended and hence no further actions were required by field service. The most probable cause of the reported event was due to a sv204-2 way solenoid valve. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2015, a customer indicated that since the last preventive maintenance was performed, fluid was draining out the waste/overflow hose in the back of their aia-360 analyzer. The customer was unable to run e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.